Manufacturer narrative:
Unique device identifier (UDI) is unavailable. No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the navigation system could not establish communication with the electromagnetic interface box. It was reported that a second box was grabbed but would not work. The power and communication cable was noted to have been frayed, and manual adjustment of the position of the electromagnetic interface box restored functionality. There was a reported delay to the procedure of five minutes due to this issue. There was no reported impact on patient outcome. No additional information was provided.